Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The hospital biomed reported ordering a replacement user interface module (uim) for a resolution on this event. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported a distorted and blank intermittent display on this ventilator. The customer stated this event was not associated with a patient event.

Manufacturer narrative:
The user interface module (uim) was evaluated by the vyaire service group, which found heat stress within the backlight inverter assembly. The reported customer event was duplicated and isolated to the backlight inverter. The backlight inverter was replaced as a precaution. This issue will be internally investigated within vyaire. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment.